Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported teflon pad damage. A visual inspection was performed and found the teflon pad separated from the jaw exposing metal. There was also evidence of char marks noted on the teflon pad. The device was attached to an olympus generator (model# usg-400/(B)(4)) and a probe check was performed. The device passed the probe check. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The most likely root cause for the damaged teflon pad could be attributed to insufficient tissue between the probe and jaw when the device was activated. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." As part of our investigation, olympus made multiple follow-ups to the account regarding the reported event via telephone and in writing, but no additional information was obtained.

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, the tip of the teflon pad became loose. The teflon pad did not fully disengage from the device. It remained intact. There was no patient injury reported. The procedure was completed using a different but similar device.